Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom which was not reproduced. System error 105 was confirmed through a review of the event history log and found to be caused by a failed motor and severed motor mount screws. The failed motor assembly and motor mount screws were replaced.

Event description:
It was reported that a spectrum pump displayed system error 105. It was also reported there was no patient involvement.